Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unknown: strip code: unknown. Strip storage: unknown. Symptoms: unknown. The pt reported that they were not able to get a result on the pt's meter until after 7 tests and that the pt "almost died". The meter allegedly was prompting "error 5". The results from the pt's meter was 104 (units not specified). There was no result obtained from any other source. There was no comparison between the pt's meter and any other device. There was no treatment. The ccr was not able to resolve the issue over the phone.